Event description:
It was reported to boston scientific corporation in late 2008, that a radial jaw 3 pulmonary biopsy forceps was used during a procedure performed the same day. According to the complainant, during device functional check the jaws opened about 180 degrees. The physician noted that typically they open about 90 degrees. Procedure completed with another of the same radial jaw 3 pulmonary biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned . The device evaluation has not been performed; the cause of the reported malfunction is undetermined.